Manufacturer narrative:
A series of photos were shared by the customer, where in photo #1, spiros is observed to be connected into a syringe but some leaks were observed over a napkin, the photo #2 and #3 a spiros separation is observed from the syringe. No additional damage or anomalies are observed. One used, spiros was received for evaluation, on 7/2/24, connected into an unknown, bd 50 ml syringe. As received the spiros was easily separated from the syringe, and some doxorubicin residuals was observed over the spiros and syringe thread. The threads of the syringe were visually analyzed and no damage was observed. A good shear tab activation and no damage on the splines was confirmed. The torque residual meet the product specification and the female luer and male luer comply with iso design expectations. Complaint of separation can be confirmed. However, probable cause is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 7" (18 cm) appx 0.69 ml ext set w/microclave¿ clear, clamp, rotating luer where the customer reported that the device failed when it became disconnected from the syringe during a push infusion of doxorubicin. There was a patient involvement, no patient harm and a few minutes delay of therapy.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.